Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 98 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt presented with a migrated stent graft resulting in a type I endoleak. No further information was made available.

Manufacturer narrative:
Evaluation results: (endoleak, migration), other (lack of information). Conclusion: other (lack of information).